Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient called technical services for assistance with the liberty select cycler. During the call the patient contact stated the patient had been hospitalized. Follow up with the patient¿s peritoneal dialysis nurse confirmed the patient had been hospitalized for nausea and vomiting. The patient has been discharged from the hospital and has resumed therapy. Additional information was solicited but unavailable.

Manufacturer narrative:
A possible temporal relationship exists between continuous cycler peritoneal dialysis therapy with the liberty select cycler and the patient¿s nausea and vomiting warranting hospitalization; however, there is no documentation that supports a causal relationship. Due to the lack of sufficient information it cannot be determined what may have led to the patient¿s nausea and vomiting. At this time, there have been no reported allegations of a liberty select cycler malfunction or product deficiency associated with the patient¿s nausea and vomiting. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found no complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.